Event description:
The customer reported to customer service that her transformer housing completely fell apart. The customer also reported that there were no injuries.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to get the product back are on-going. This issue with the damaged transformer housing for the pump in style device was addressed in investigation ir12-0037. The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and forseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Should add'l info or the original product be rec'd, resulting in new, changed, or corrected info, a f/u report will be filed at that time.